Event description:
Customer reportedly obtained results of 329 mg/dl, 319 mg/dl, 164 mg/dl, and 111 mg/dl on the compact plus system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.